Event description:
Nineteen (19) day post operative revision of activl artificial disc due to complained pain by patient. Implant originally placed (B)(6) 2016 at l4/l5 for foraminotomy. Primary diagnosis is reported as dod. Patient reported to have good bone quality. Activl artificial disc system is composed of 3 pieces, reported as concomitant products: inferior end plate / sw980k / activ l inf.plate size m 0&#3027;pikes - lot number 522058800. Superior end plate / sw981k / sw981k - 52199445. Inlay / sw965 / activ l pe-inlay 8.5mm - lot number 522058800.

Event description:
It was reported that there was an issue with placement of activ l plate . Following information was reported: reason for revision listed as pain. Surgeon was concerned about placement and potential for success long term considering short revision window due to access, so he decided to revise. Bone quality was good. The device was removed using an activ-l removal procedure with removal instrumentation. Complications during explants listed as minimal. No harm to patient. No surgical delay. Revision treatment: fusion. Surgeon does not feel that there is a device related issue; the issue is most likely a patient selection issue or placement of the device.

Manufacturer narrative:
Additional information added in b5. Investigation: sw980k / (B)(4) , activ l inf.plate size m 0°/spikes, (B)(4) , (B)(6) 2016. Sw981k / (B)(4), activ l sup.plate size m 6°/spikes, (B)(4), (B)(6) 2015. Sw965 / (B)(4), activ l pe-inlay 8.5mm. No product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably ussage or patient related. Rational: the implant system itself was according to specification. A material defect or a manufacturing error can be excluded. No CAPA is necessary. Summary of exponent (third party) evaluation: retrieval analysis: components were received and sterilized; identified as 4 endplates and 2 polyethylene inlay. Lot numbers were as follows: for al002 superior endplate - (B)(4), inferior endplate (B)(4), and inlay unknown. For al003 superior endplate - (B)(4), inferior endplate (B)(4), and inlay unknown. Surface assessment(al002): the polyethylene inlay and inferior endplates showed signs of iatrogenic damage. The backside surface of endplates had remnants of bone. Both metallic endplates had evidence of impingement. Mating marks consistent with impingement were observed on all components. The inferior endplate had evidence of a bio film.machining marks were observed on the articulating and bachside surfaces of the polyethylene inlay. Surface assessment(al003): due to short implantation time of al003 and the initial assessment of the implant, no further analysis was performed on this device. Dimensional analysis: the differences between the drawing measurements and the retrieved inlay was measured to be within the manufacturing tolerance per aesculap drawing. Summary and conclusions: stage I analysis was completed for the retrieved device. The polyethylene inlay of al002 showed machining marks consistent with minmum wear. The superior and inferior endplate demonstrated complementary regions of subtle abrasion consistent with impingement. Overall the results of the stage I analysis are consistent with a devices having short implantation time.